Event description:
Reporter stated that back to back tests performed on the surestep meter were 137, 60 and 80 mg/dl (84% difference). No symptoms were reported. Control solution test result was in range. There was no allegation of harm.